Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the ca board having thermal damage. The root cause for the damaged ca board could not be positively identified. There was no adverse event that resulted from the damaged monitor.